Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump and no delivery alarms. The mother states insulin was not going through and there was possible blockage. The mother states the customer's blood glucose level was 150mg/dl. The mother states the customer had ended up in the emergency room. Troubleshoot was unable to be completed at the time of call due to pump not being on hand. The mother would call back at a later time.